Event description:
This event was reported as: regurgitation. No further info provided.

Manufacturer narrative:
H3: evaluation of the ring in co's laboratory revealed 9 intact sutures which were indicative ofthe dehiscence noted clinically ("dehiscence of the ring from the entire mural leaflet annuals and from all but two sutures on the subaortic curtain area"). H6: 86 x-ray analysis.